Event description:
The complainant reported a 17-year-old female patient presenting for impella support due to a potential heart transplant rejection. Upon attempting to remove the pump, complications were noted that resulted in a vascular dissection. It was documented that the physician was unable to remove the pump out of the small vessel despite attempts to cut down the graft and clear the pathway. Eventually, the impella 5.5 was pulled with force and a hole formed in the artery which eventually caused the distal axillary artery to detach. The artery was pulled back and three covered stents coinciding with a bare-metal stent were placed to repair the artery. The patient was recovering following the events and further intervention was not required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.